Event description:
Our patient underwent the implant of the responsive neurostimulation device on (B)(6) 2024 as part of our clinical trial ide (B)(4). There was no intra-operative complication. A routine post-operative CT scan revealed an epidural hemorrhage at the site of the pulse generator insertion. The patient was clinically asymptomatic and the hemorrhage was followed on 2 serial CT scans which demonstrated a reduction in size of the collection. The CT scans were otherwise normal and demonstrated proper placement of the electrodes. The patient was discharged home on post-op day 2 following our protocol. He recovered well at home and he was contacted by the study psychiatrist on (B)(6) 2024 and by the pi on (B)(6) 2024. Unfortunately, he contacted us on (B)(6) 2024 with complaints of headaches and swelling at the occipital surgical site and vision loss. The pi recommended for the patient and his mother to go to the emergency room. A CT scan performed in the emergency room demonstrated a new right occipital intracerebral hemorrhage of about 8 cc in volume with extension to the ventricle and the examination revealed a left visual field defect. The patient was transferred to local hospital with neurosurgical care and he was admitted to the neuro-intensive care unit. He was discharged on admission day 2 with outpatient occupational therapy. Since discharge, the patient has noted improvement in the headaches. He continues to experience visual disturbances that he describes as kaleidoscope vision. We expect progressive recovery of the visual impairment over time. The patient has scheduled follow-ups with the research team as well as his treating physicians. On (B)(6) 2024 CT scan new right occipital intracerebral hemorrhage of about 8 cc in volume with extension to the ventricle.